Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip (B)(4). Note: manufacturer contacted customer on 2/22/2018 in a followup call in order to ensure the customer's condition since the initial call; customer is feeling better and is not currently having any diabetic symptoms. Customer went to the emergency room on (B)(6) 2018 and was diagnosed with hyperglycemia (656 mg/dl-hospital reading). She was treated with an insulin drip and was discharged on the same day. Customer's husband stated that they tested her blood glucose yesterday (B)(6) 2018 with the alleged defective device and her blood glucose was 369 mg/dl fasting.

Event description:
Consumer reported complaint for hi blood glucose results. Husband is calling on behalf of the customer. The expected fasting blood glucose test result range is 120 mg/dl. The customer did report symptoms of frequent urination and increased thirst. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product is not stored by customer according to specification in the bathroom. The test strip lot manufacturer's expiration date is 4/21/2018 and open vial date is approximately one week ago. The meter memory was reviewed for previous test result history: (date/time not stored correctly) (B)(6). Customer is concerned with both the hi and the high results that she is getting from her meter.